Event description:
It was reported that the small battery drive device was "not functioning properly.¿ the reporter stated that the device was left in a repair bin with a note for repair. It was unknown to the reporter if the device was used in surgery.  It was unknown to the reporter if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown, however, the reporter clarified that the event occurred in (B)(6) 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and found that the device was making an unusual noise. Therefore, the reported condition was confirmed. The motor or the coupling head assembly was damaged and was making the noise. The assignable root cause was determined to be due to normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.